Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis deflation, right breast capsular contracture (baker grade iii). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 350cc gel breast prostheses when the left breast prosthesis ruptured after implantation. Rupture was confirmed by mammogram. In addition, the patient developed capsular contracture (baker grade iii) in her right breast. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 06/08/2019, mentor received additional information about the event. The mammogram that confirmed left breast prosthesis rupture was performed in 2017. Date of event is (B)(6) 2017. The patient age at the time of event is 56 years old. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: - it was initially reported that the explantation date is (B)(6) 2019. New information states that the explantation date is (B)(6) 2019. - the patient had her explanted breast prostheses replaced with mentor memorygel breast implant 150cc gel breast prostheses. On 07/17/2019, the mentor failure analysis lab received the device for evaluation. On 07/26/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient developed capsular contracture. During evaluation of the sample, it was noticed some creases in both views of the device. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).